Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: delamination diaphragm valve, broken shell, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified broken sharp in the plug strap, broken sharp in the radius, delamination diaphragm valve. Based on the device analysis the final assessment is: -a sharp broken in the radius to assessed as unidentified (tear) opening. A sharp broken on the plug strap to assessed as unidentified (tear) opening. Delamination of the diaphragm valve assessed as adhesive failure".

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.